Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a right common femoral artery was attempted using a proglide device with a 6f sheath after a left heart catheterization interventional procedure. Reportedly, after suture retrieval, the lever was returned to its original position to park the foot; however, the proglide device became stuck during removal. A lot of resistance was noted, the device was relaxed and rotated carefully to allow for retrieval. No tissue damage was noted. The knot of the proglide device was advanced; however, did not achieve hemostasis due to the suture being malpositioned at the access site. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. Difficulty to remove the device and malpositioned suture could not be replicated in a testing environment as they are based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: device code 4001 was removed.